Event description:
User facility reported: " fixation was completed using the bioplates. A few days later of the surgery, parts of the bioplate were found at the incision line. The bioplates were removed and fixation was completed using other plates. The pt recovered now.' Bioplate received the report from its customer/user regarding the implanted plates being found at the incision line after surgery. This statement was later revised to report that the original surgery occurred in 2006 and the replacement surgery was performed in 2008. The report stated that two (2) of the four (4) screws used came off and resulted in the plates penetrating the skin. Follow-up statements also state that the doctor decided to replace the plates after the pt report some pain in the area of the implants.

Manufacturer narrative:
Device 1. Reporting facility reported the correction that original implant was made in 2006 and was replaced in 2008. No lot info was provided nor was the implant returned for eval. Bioplate continues to communicate with the reporting facility to obtain any additional info that may be required.